Event description:
Pt called alleging that the time and date appears incorrectly on their meter frequently due to imtermittent power. Pt contacted a medical proffesional for advice and did not receive any treatment. Pt took their insulin after attempting to use the meter. Customer service was unable to resolve the issue and is sending pt a new meter.